Event description:
1. Product name: skyn original condoms. 2. Manufacturer: lifestyles healthcare / skyn. 3. Problem description: I am reporting a serious product defect involving skyn non-latex condoms, which I purchased from target in (B)(6) 2024. Despite proper use according to instructions, the condom failed during intercourse. As a result, I experienced an unintended pregnancy, which led to a medical abortion. The emotional and physical toll has been significant. I incurred medical expenses for the abortion and follow-up care, and I am currently undergoing psychological counseling due to the trauma and stress caused by this incident. After researching online, I found numerous other consumer reports describing similar issues with this product, suggesting a possible widespread defect. Some users mentioned the product may lack a legally required material component that would compromise its contraceptive effectiveness. This issue poses a significant public health risk, especially for consumers relying on this product for contraception. 4. Date of use: (B)(6) 2024. 5. Purchase location: target (in-store) (B)(6). 6. Route of administration: condom (external barrier contraception). 7. Outcome: unintended pregnancy, abortion procedure, medical costs, emotional and psychological distress, mental and emotional trauma. Pregnancy occurred as a result of product failure.